Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-06703.it was reported the patient has high impedances on one lead and the ipg is flipping in the pocket. As such, surgical intervention may occur to address the issues. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108899.

Event description:
Additional information received indicated that patient had a full system where the leads and ipg were replaced, thereby restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.